Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed hematocrit results for one patient on the cell-dyn emerald analyzer. The following data was provided: initial 23.4%, repeated on alternate test method as 42.0, 41.9. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The uniform low results are characteristic of a short sample, possibly due to an obstruction in the aspiration needle, clogged aspiration flow pathway, or incomplete aspiration. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.